Manufacturer narrative:
The device was not returned for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 7300tfx valve implanted in the mitral position was explanted fifteen (15) days after the implantation due to leaflet retracted causing severe insufficiency. The patient underwent an urgency reoperation.

Manufacturer narrative:
H10: additional manufacturer narrative: as per product evaluation, report of leaflet retraction was confirmed due to suture looping. Suture track indentations were observed on free margins of leaflets 2 and 3 near commissure 3. This indicated the suture was looped around commissure 3. The x-ray demonstrated wireform intact. Suture holes were observed all around the valve sewing ring and some sutures threads remained. DHR review was performed and no relevant non-conformances were identified. Based on the evaluation and available information, the report of "leaflet retraction" was confirmed and the most likely cause is suture looping due to use error. An edwards defect has not been confirmed.

Manufacturer narrative:
Updated: b5, d4 (serial number), g3, h6 (type of investigation). Corrected: g1-2 (contact details and office), h6 (device code). H10: additional manufacturer narrative: customer report of leaflet issue was confirmed through image evaluation. Customer provided color picture showing the inflow aspect of what appeared to be an explanted mitral valve matching the reported model (two black suture markers and one suture guide circling the sewing ring observed). Two sutures threads remained attached to the valve sewing ring. Valve cloth appeared red tinged. The two leaflets opposite to the leaflet between the two suture markers showed a wrinkle at the shared commissure. A gap could be observed in the central coaptation region.

Event description:
Edwards received notification that a 7300tfx27 valve implanted in the mitral position was explanted fifteen (15) days after the implantation due to leaflet retraction causing severe insufficiency. The patient was re-operated on emergency.